Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Knife exposed. Additional information was requested and the following was obtained: what type of procedure was the device used in? Sm bowel rec. On which firing did the event occur? 2nd. Just for clarification, did the device staple? Yes. If the device stapled was the staple line complete? Yes. If the device stapled what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Straight. Was any portion of the target tissue cut? No. If the device cut, was the cut line complete?yes. What type of wound did the surgeon have? Received wound from blade that didn¿t retract did the surgeon require treatment? If yes, what treatment was provided? Rinsed with betadine. Are there any photos of the surgeons wound? No. How was the case completed? Yes the case was completed. The following information was requested, but unavailable: did the device cut any part of the patient¿s tissue? If yes, was the cut line complete? The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure after firing one of the staples of the gun the cutting blade would not retract. The surgeon suffered a wound injury from this. It was not known how the case was completed. It was not known if the wound to the surgeon was treated. It was not known how the blade was retracted. No patient consequences were reported.